Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h4: device manufacturing date: 16.09.2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the console and patient interface were not working as intended. Software-related issues and intermittent functions of the system were observed. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that confirmed not working properly. Unit presented with software issue and also broken eic board muting port. H6: previously applied fdm b17 fdr c20 fdc d16 and img g02030 codes are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found that no abnormalities found with patient interface. H6: previously applied fdm b17, fdr c20 and fdc d16 codes are no longer applicable. Fdm b01, fdr c19 and fdc d14 and d20 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.